Event description:
The customer reported the system displayed a generator error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.